Event description:
The facility reported an infusion pump in which channels b and c punctured the IV sets during use by a hospitalized pt diagnosed with respiratory failure. The facility's rep stated that this caused blood to back-flow from cvp line and drip into the pump and onto the floor. The only interventions reported were changing the lines and pump. The pt recovered without sequelae. Despite baxter's efforts to obtain additional info from the reporting facility, further details have not been made available.